Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had image failure, black coloration. The event was identified during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2 and h4. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it did not lead to the identification of the cause of the occurrence. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had image failure, black coloration. The event was identified during preparation for use. There were no reports of patient involvement.